Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on the acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient presented with intermittent stinging pain when looking to the side during a post operative appointment approximately two weeks post lasik. The patient was noted to have nasal canthus irritation and was prescribed drops to use two times a day and was scheduled to follow up at a later date.